Manufacturer narrative:
(B)(4). It was reported that the patient underwent mesh implantation, on (B)(6) 2008, in order to treat pelvic organ prolapse and stress urinary incontinence. It was reported that following insertion the patient experienced pain, chronic pelvic groin and vaginal area pain, recurrent urinary and vaginal infections, sporadic vaginal bleeding, urinary incontinence, retention and leakage, physical pain and discomfort, mesh erosion, and erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. It was reported that the patient underwent mesh dissection resection and revision of eroded mesh on (B)(6) 2011. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent surgical procedures on (B)(6) 2008 and (B)(6 )2011 and mesh was implanted. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02412. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional information patient codes: (B)(4) ¿ vaginal discharge additional narrative: it was reported that following insertion the patient experienced vaginal discharge.